Event description:
The patient reported continuing pain after a knee procedure with the tenex health tx system. Following a previous, alternate surgery that did not resolve her issue, the patient had treatment with the tenex health tx system to remove scar tissue from a tendon in the knee. After treatment with the tx system, recovery and therapy, the original pain persisted. The physician subsequently diagnosed hyperextension and a small tear in the tendon. It is unclear if the tear was related to treatment with the tx system. It is possible that the tear was related to hyperextension occurring independently of the treatment.